Event description:
No patient involvement: the us complainant had an aic (automated impella controller) that had a purge disc failure. Recognition did not take place at the purge disc. The IFU (instructions for use) was followed and a backup is used. The malfunction was observed in an in-service.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed. The device was returned for investigation. Imc logs confirmed the reported complaint of the purge disc not being detected through multiple issuances of the alarm. The consoles purge pressure sensor was visually inspected to reveal a missing purge flag. Unrelated to the complaint is a crack in the purge retainer. The cause of the issue was a defective component. The root cause for the purge disc not detected alarm was a missing purge flag.